Manufacturer narrative:
Additional info: a2, d10, g7, g9, h2, h3, h6, h10. Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the x-rays provided confirms the reported varus/valgus laxity but not a root cause. Radiolucency and some micromotion under the tibial base plate cannot be ruled out. Based on the limited information provided the root cause of the reported joint laxity could not be determined. It has been communicated that the patient status is good with the use of a brace. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a procedural error or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Reports related to same event: 1020279-2019-04044, 1020279-2019-04045, 1020279-2019-04047.

Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.